Manufacturer narrative:
Results: the complaint was not confirmed. As returned, lead a passed all continuity and stress testing on all channels. As returned, no functional testing could be performed on lead b due to the lead being cut. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 1627487-2011-10089. The patient received the scs system on (B)(6) 2011. It was reported that invalid impedances were observed during the permanent implant procedure. The physician requested a replacement lead which was found to exhibit high impedances (both leads were from the same lot) and did not resolve the issue. The physician then requested a different model lead which also exhibited high impedance; however, the physician elected to proceed with placement of the lead. The patient reported satisfaction with the coverage provided following post-operative programming.